Manufacturer narrative:
(B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Prep used: chloroprep. No dressing. Patient has not had previous exposure to adhesive. No product is available for return.

Event description:
It was reported a patient underwent radical hysterectomy, bs (bilateral salpingo), lymphadenectomy on (B)(6) 2021 and topical skin adhesive was used. Patient had itching, bumpy rash after glue removed. Treatment: methylprednisolone, benadryl, topical corticosteroid.